Event description:
Customer reported that the insulin pump had a blank display and a cracked battery compartment. Customer also reported that the insulin pump's batteries did not last more than a few days. Blood glucose level was not provided. Troubleshooting showed that the battery life was shortened due to a damaged battery cap. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No failed battery test alarm or low battery alerts could be verified due to the blank display. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube and cracked battery tube threads.